Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8275507. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device package was damaged. This was discovered before use. The following information was provided by the initial reporter: the customer did not use it and found the package damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device package was damaged. This was discovered before use. The following information was provided by the initial reporter: the customer did not use it and found the package damaged.